Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the leg bag did not drain.

Event description:
It was reported that the leg bag did not drain.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿vent blocked creating vacuum in bag (excludes non vented bags), occlusions (for bed or leg bags)". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "bard deluxe fabric leg straps directions for use: 1. Insert soft loop pad end of strap through strap slits on leg bag, so that straps run behind bag, and loop pad faces bag. 2. Wrap straps around leg, either on thigh or calf. (If straps are too long, remove leg bag. Cut straps at separations between loop pads, only, to achieve desired length.) 3. Locate leg bag on inside of leg and connect strap ends by pressing together. Straps must fit snugly but must be comfortable. Washing instructions: do not use bleach. Wash in warm water." This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the leg bag did not drain.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿vent blocked creating vacuum in bag (excludes non vented bags), occlusions (for bed or leg bags)". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "bard deluxe fabric leg straps directions for use: 1. Insert soft loop pad end of strap through strap slits on leg bag, so that straps run behind bag, and loop pad faces bag. 2. Wrap straps around leg, either on thigh or calf. (If straps are too long, remove leg bag. Cut straps at separations between loop pads, only, to achieve desired length.) 3. Locate leg bag on inside of leg and connect strap ends by pressing together. Straps must fit snugly but must be comfortable. Washing instructions: do not use bleach. Wash in warm water." This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.